Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). Through visual inspection, the srt observed contamination on the computer card and corrosion quick disconnects. The srt replaced the computer card and quick disconnects for the blanket tubing in the unit. With the components replaced, unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician reported that during routine testing of the device at the service center, that a "low flor to blanket" alarm occurred. The blanket switch was replaced and associated tubing, which this did not resolve the problem. There was no pt involvement.